Event description:
It was reported that revision surgery was performed. Mechanical fall secondary to etoh (alcohol), fell on right side, causing periprosthetic fracture. Afterwards, replacement of shell and liner was performed due to recurrent dislocations.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and based on the surgeon¿s statement provided, the root cause of the peri- prosthetic fracture was due to the patient¿s intoxication, trip and fall on her right side. The future impact to the patient beyond the revision cannot be determined. No further clinical/medical assessment is warranted at this time. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of manufacturing records did not reveal any abnormalities that could have contributed to the reported issue. This included a review of sterilization documents which indicated that the product was sterilized according to sterilization release documentation. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.